Event description:
It was reported the device was used during a laparoscopic colon resection. It was reported a low anterior resection was performed using the tsb45 to staple across the bowel and the cdh to do the end to end anastomosis. Surgery seemed to go well and the pt was released from the hosp only to be readmitted 7 days post operatively complaining of pain. An open exploratory laparotomy was performed. Patient did have a staple line blow out on the tsb45 line. Staples appeared not to have been formed properly and had given way leading to peritonitis in the patient. The tsb45 was used for other anastomosis in the same case that looked fine on re-examination. The patient had a diverting colostomy and is still hospitalized at this time.